Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back syndrome and non-malignant pain. It was reported that the patient was in overdischarge, due to non-compliance. The rep attempted to interrogate and could not. The patient stated that they had not charged in a couple pf months. The patient did not have the programmer or the recharger at the appointment. When reviewing the notes it was noted that the patient has had other trickle charge and based on the life of their device and previous overdischarges the healthcare provider (hcp) stated that they feel the patient should have the device replaced. The patient was referred to a neurosurgeon for a replacement. The issue was resolved and surgery is planned. No further complications were reported or anticipated. No symptoms were reported.